Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device evaluated by manufacturer? Device not available.

Event description:
In the journal of arthroplasty 34 (2019) 781-788, "femoral head penetration rates of second-generation sequentially annealed highly cross-linked polyethylene at minimum five years" (a study comparing volumetric wear rates of the x3 poly with different femoral heads), among the base group of 198 patients, the following is included: "...there was only 1 dislocation 6 weeks postoperatively, resolved by closed reduction and no recurrence of instability since then..."